Event description:
It was reported that after crossing the stent struts in order to dilate the entrance of a side-branch in the left anterior descending artery, the balloon of the mini trek ruptured. The balloon was reportedly inflated to 14 atmospheres prior to rupturing. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the previously implanted stent, such that the balloon ruptured upon the first inflation at the rbp. A definitive cause for the reported balloon rupture cannot be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.